Event description:
It is reported that the patient was revised to exchange the femoral component and articular surface. It was realized after the initial surgery that a right-sided femoral component was implanted in the patient's left knee.

Manufacturer narrative:
Evaluation summary: nowhere in the documentation is it alleged that the right femoral component was in any way mislabeled. No further review is necessary at this time. If further information is received, the complaint will be re-evaluated as necessary. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.